Event description:
A user facility reported a bent haptic on an intraocular lens (iol) during implant surgery. In a follow-up, the surgeon further explained that the lens was difficult to fold; the haptic "could not be straightened intraocularly" and it broke. The incision was enlarged to remove and replace the iol and an anterior vitrectomy was performed. The use of an unapproved combination of lens/cartridge/viscoelastic was reported.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The report indicated the use of an unapproved combination of lens/cartridge. Additional info was requested and received 10/08/2009 by phone. This report was mailed to FDA on: 11/06/2009.